Event description:
It was reported that the check clutch plunger lever occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. Review of pump's DHR showed that the pump passed manufacturing's calibration testing for the position pot, which indicates that the position pot was electrically connected to the main board at the time of manufacturing. The DHR review also showed that the pump initially failed manufacturing's battery pack capacity testing, but was subsequently corrected, retested and passed. Note: the battery pack capacity testing was unrelated to the accuracy of the position pot. A product sample was received for evaluation. Visual and functional testing were performed. No external damage. There was a check clutch/plunger lever error in the event history log. The technician performed the flow test, which the reported issue was duplicated. The root cause of the reported issue was found to be the position pot was not plugged into the main board. The technician attached the position pot to the main board.